Manufacturer narrative:
Gtin: unavailable due to age of device. The results of this investigation concluded active and healing prosthetic valve endocarditis. Gram negative and gram positive rods and cocci were found, which were limited to focal areas on tissue surfaces. They were most likely a contaminant and the overall findings were consistent with treated endocarditis. The leaflets opened and closed completely and were freely mobile. No evidence was found to suggest the cause of the observed endocarditis and mixed bacteria was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2007, a 29mm masters series mechanical heart valve (mhv) was implanted in the mitral position in a patient who had previously undergone an aortic valve replacement. Past history includes prosthetic valve endocarditis and dehiscence. A significant paravalvular leak (pvl) was reported post-implant of the 29mm and it is unknown if the presence of pvl contributed to the poor quality of the patient's tissue. The valve was explanted on (B)(6) 2016 and a 27mm valve was implanted. Per report, the explant was not the result of a device deficiency involving the sjm valve .